Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported via a medwatch report that on (B)(6) 2021, a patient presented with a distal fibula fracture and associated syndesmosis disruption. Patient was initially treated with an arthrex fibula nail aka fibulock and tightrope xp. The nail was broken within 12 days. To remove the nail, large amounts of bone had to be removed and a large incision followed by implanting a plate as a replacement treatment. No further information provided.